Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was report that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in double and triple counting of a slow ventricular tachycardia (vt) which resulted in inappropriate therapy and in one instance acceleration of the arrhythmia. A vt ablation procedure was performed. No adverse patient effects were reported. The device remains implanted and in service.